Manufacturer narrative:
This patient received right tmj implants in (B)(6) 2005. In late (B)(6) 2019, the patient developed pain, redness, and swelling over the right preauricular area. A CT scan was taken, and showed an abscess at the ramus component. The surgeon performed an incision and drainage in (B)(6) 2019. The patient's condition improved, but the symptoms returned after two months. On (B)(6) 2019, the surgeon removed the right tmj devices and placed an antibiotic spacer in the joint space. Tissue samples were taken for microbiology testing, and results showed growth of (B)(6).

Event description:
The patient's right tmj devices were removed due to infection.